Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad cover was intact. The ok and contrast keypad buttons were unresponsive. The keypad cover was removed and there was evidence of contamination found under the ok and contrast button contacts. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were unresponsive due to contamination under the button contacts. This report is made based on results of investigation completed on (B)(6) 2015.